Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had holes in the hose by the muffler and had unidentified liquid coming out of the motor. Therefore, the reported condition was confirmed. It was determined that the holes were caused by incorrectly inserting or removing the muffler to and from the autolube device. It was determined that the liquid was due to improper cleaning or sterilization. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was observed that the device had holes in the hose by the muffler and had unidentified liquid coming out of the motor. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.